Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent additional surgery on (B)(6) 2012. No details are provided regarding this surgical procedure. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced recurrent incisional hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced abdominal pain, diarrhea and constipation. No additional information provided.